Event description:
Customer feels that their health and life are at risk because their meter reported e-8 five tests in a row. (E-8 is an error code). Customer asked to return meter for further evaluation, and a replacement was provided.